Event description:
The customer reported the system displayed error 253 and the system would not do anything. A patient was involved but not injured. The customer brought it another system to complete procedure.